Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges damaging of lungs with use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. During an attempt to gather additional information from the patient, the patient stated a replacement device was received, and the patient refused to provide answer any questions and ended communication. If any additional information is received, a follow up report will be filed. Updated: section h - evaluation method code, evaluation results code, and conclusion code updated.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging damaging of lungs an issue related to a CPAP devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial. Keypad, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate was found on the inside of the top and bottom enclosures and the inside of the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text: device not yet returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges damaging of lungs with use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.